Event description:
A priming bolus was incorrectly programmed for 2000 mcg instead of 200 mcg. No patient symptoms or complications were associated with this event. The patient was reportedly ok, and they were receiving effective therapy. The pump contained bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).